Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25 mg/ml at 7.009 mg/day and bupivacaine 12.0 mg/ml at 3.365 mg/day via an implantable pump. The indication for use was spinal pain. An unexplained motor stall was reported. There were no known environmental, external or patient factors that may have led or contributed to the issue at the time of the report. The pump was interrogated and it was noted that the pump was currently stalled. The pump stopped for 260 hours and 44 minutes. The pump was replaced (B)(6) 2018 and the issue was resolved at the time of the report. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.